Manufacturer narrative:
(B)(4). Batch # m92v2m, m92u1e, m92r31, m92k0e the analysis results of the 2cb5lt device found that it was received with the sleeve broken. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, at the end of the procedure, when removing the device from the abdominal wall, the surgeon felt the device break. The device broke into two pieces about an inch down the cannula. The broken cannula piece was on the abdomen with a portion protruding such that surgeon was able to use his hand to remove it with ease. No modification to the incision was necessary to retrieve the broken piece and there was no change to the procedure or patient care. The surgeon did not need to use the scope to retrieve the broken piece and no additional instruments were needed. Both pieces of the device were saved. The case was already completed when the issue occurred and no additional devices were pulled to complete the procedure. There was no harm to the patient.